Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the colon during a lower gastrointestinal tract dilatation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon would not inflate midway. Reportedly, the balloon was found to be damaged after the device was removed from the patient for inspection. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) medical center. Block h6: problem code 1074 captures the reportable issue of balloon damaged. Block h10: investigation results: a visual examination of the returned complaint device revealed the balloon was torn longitudinally. Functional analysis could not be performed due to the returned condition of the device. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose such as; the manner as the device was handled, the technique used by the physician during the procedure, the amount of strength applied by the customer during the movement of the balloon, and/or the interaction between the scope and the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the colon during a lower gastrointestinal tract dilatation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon would not inflate midway. Reportedly, the balloon was found to be damaged after the device was removed from the patient for inspection. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.